Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that while stimulating during the procedure, there wasn't any reaction from the nerve monitoring device which maybe due to the endotracheal tube that moved during the surgery, or maybe there is a failure of the nerve monitoring device. The patient is in good condition, the surgery has been carried on even if the nerve monitoring device did not work well. The procedure was completed with the reported device. The patient was alive with no injury. On follow-up, it was reported that the biomedical checked the devices and confirmed that it was just a fuse issue.